Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed tamponade symptoms on (B)(6) 2024 associated with a drop in left ventricular assist device (lvad) flows. The patient was taken back to the operating room for emergent mediastinal re-exploration which showed a large amount of blood and lots in the mediastinum and around the right atrium. The blood and clots were evacuated. The patient was awake and following commands post-operation. The patient developed septic shock requiring max doses of pressors and hypoxemia requiring emergent placement of venovenous extracorporeal membrane oxygenation (ECMO) for oxygenation not for right ventricular support on (B)(6) 2024; it was noted that the ECMO was a centrimag. Continuous veno-venous hemofiltration (cvvh) was started on (B)(6) 2024 due to hypervolemia and acidosis. The patient had profound thrombocytopenia likely due to consumption, sepsis, and antibiosis. Blood cultures and pseudomonas, the patient was treated with daptomycin, meropenem, and micafungin. The ECMO was removed on (B)(6) 2024. The patient had a left arm and leg malperfusion on systemic bivalirudin per hematology. The patient remained on cvvh and was intubated. The patient passed away on (B)(6) 2024 after the family made them do not resuscitate (dnr). The pump was working appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported sepsis and infection could not be conclusively determined. The ECMO was removed on (B)(6) 2024. The device was not returned for evaluation the relevant sections of the device history records for centrimag blood pump, lot # 9103436 (documents DHR cm pump l08148-la5) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump us instructions for use rev. C lists hemolysis and infection as adverse events that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.